Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012, inratio: 3.5, lab: 5.6; week prior, 3.5, 5.9. Time between inratio and lab testing; within an hour. Patient self tester's coumadin dose is taken every night.

Manufacturer narrative:
Investigation pending.